Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported opacized vision. Additional information has been requested and received stating that, following the annual check-up, a significant opacity of the artificial lens was observed. On slit-lamp examination of the anterior segment, this opacity was noted in the right eye. Compared to the previous year check-up, a myopic shift of 3 diopters had been detected. The intraocular lens will most likely need replacement. Patients current condition was noted to be good.

Manufacturer narrative:
Additional information has been provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating that the lens was not reimplanted. The patient will have a check-up in september to decide what to do, also in relation to the risks related to the removal of the iol.

Event description:
Additional information has been received stating that the situation remained unchanged; the lens will not be explanted.

Manufacturer narrative:
Additional information has been provided in b.5. The manufacturer internal reference number is: (B)(4).